Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device did not work, displayed the e8 error code and the display was damaged. It was determined that this was due to mishandling (user error) by dropping or hitting the device against something that damaged the displayed and the pc board. The assignable root cause was due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the console device had an e8 error code. According to the report, after multiple attempts with different handpiece devices, the device had a system fault. It was not reported if the device was used in surgery. There were no delays to a planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly